Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, a rusting joint seized on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field may cause contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification as appearance of rust is considered as technical deficiency. The device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that to our knowledge in the past the reported scenario has never lead to serious injury or worse, to death. The issue is indicated by our product experts to likely be caused by user error and the customer not following cleaning protocol. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manual IFU 01581/01601 and IFU volista 01781), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual 01582/01602 mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manual IFU 01581/01601 and IFU 01781 mentions to perform daily inspections in order to detect paint defects, impact marks or other damages. The manufacturer recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 2nd july, 2020 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the rusting joint seized. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field may cause contamination.